Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced an occlusion alert while blood glucose was in range, ignored the alert, later ate dinner, and subsequently had very high blood glucose values of 389 mg/dl with a confirmatory fingerstick of 369 mg/dl while using an inset infusion set; the user declined a full supply change and performed only a fill tubing before reconnecting and ending the call, and no lot information was provided. Symptoms included hyperglycemia. Outcomes included no hospitalization or medical intervention beyond user-initiated actions. Investigation included remote troubleshooting and education offered by customer support. Investigation of this case revealed an insulin delivery occlusion consistent with reported high glucose, with user nonadherence to recommended occlusion troubleshooting and infusion set change, and involvement of the infusion set and cartridge as potential contributors. It was concluded, based on previously established findings for similar reports, that the cause was user decision not to follow occlusion resolution steps, with probable insulin flow interruption due to occlusion.